Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device check, there was suspected dislodgement of the right ventricular (rv) lead. An electrocardiogram was performed, and confirmed atrial capture when pacing vvi, and was sensing episodes of atrial fibrillation via the ventricular electrogram. The patient was sent for a chest x-ray, and cardiology review. The chest x-ray showed a slight change in the rv lead position (slack on lead). A revision procedure was performed, and this lead was successfully repositioned, with satisfactory parameters observed. This device remains implanted and in service. No additional adverse patient effects were reported.